Event description:
It was reported that the zimmer electric dermatome ran inconsistently, with irregular power and was noisy. It was noted that the handle became hot. It was also reported that the initial graft harvest produced only small pieces of skin, not a continuous sheet of tissue, which resulted in the need to harvest an additional amount of donor tissue. The additional tissue harvest was completed with an alternate dermatome. The reported estimated the surgical procedure time was increased by 30 minutes. However, no medical or surgical intervention was reported as a result of the increased surgical time.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 3 years old and has not been returned to the MFR for repair since purchased. The inspection found the motor ran erratically, the motor could not reach full speed. The device was found to be outside of calibration at the 0 and 10 graft settings. Motor was unable to maintain a constant running speed and became hot during testing. However, there is no evidence to support a specific incident that caused this failure. The motor has been forwarded to the MFR for further analysis. A follow up report will be submitted when the manufacturer's analysis has been received. The device was serviced and returned to the customer.